Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported unknown side "capsular contracture baker grade iii/IV" and "general unclear symptoms". Device has been explanted.

Event description:
Physician reported right side "capsule contracture grade iii to IV according to baker, as well as" "unclear symptoms". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified two devices, appears to be intact. Device not labeled by side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
This relates to the left side record.